Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the reason for the explant was that the patient was not doing better since receiving the device and wanted to implant a cardiac contractility modulation. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(6).

Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2024, the patient device was explanted. Per the opinion of the physician, the patient was not doing better since receiving their device and wanted to implant a cardiac contractility modulation. The patient received antibiotics prior to the procedure and was discharged on the same day.